Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Both of the power line fuses were found to be open. The fuses were replaced and the issue was resolved. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system line power light was not illuminated and the battery indicator lights on the image acquisition system (ias) were not scrolling as they should. There was no patient present when this issue was identified. No additional details were provided.